Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1 cfu/endoscope (1 cfu/100ml). Bacterial identification: micrococcaceae. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope tested positive for an unexpected contamination. The issue was found during routine microbiological control performed before use of the subject device. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. There was no patient infection. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. There have been no any deviations or deficiencies or concerns in reprocessing. During manual cleaning, the detergent used was salvanios. The water was aspirated through the instrument /suction channel with a suction pump. Aspiration was done with both the 1st and 2nd position of the suction valve. The air/water and the balloon channels were flushed with water and air. The device has passed the leak test. The instrument/suction channel, suction cylinder, instrument channel port were brushed. The automated endoscope reprocessor (aer), soluscope s4 was used with soluscope detergent and cln + paracetic acid (paa), disinfectant. There was no defect in aer. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of disinfectant was controlled. The water quality of the rinse-water was controlled and the filter was replaced periodically in accordance with the instructions for use. The device was dried by plasma typhoon + method and stored in a controlled atmosphere. According to the customer, the forceps elevator was not moved to raise and lower 3 times in water during aspiration. It is unknown whether the distal end being brushed with the channel-opening brush and single use soft brush. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection once the investigation has been completed, a supplemental report will be submitted with device evaluation results.